Manufacturer narrative:
(B)(4). Returned product consisted of a ion stent delivery system (sds) and stent. There was a blood like substance in the wire lumen and contrast on the stent and the balloon was tightly folded. The stent was detached from the sds. There were stent strut impressions on the surface of the balloon between the markerbands. There were bent and stretched struts throughout the stent. There was no damage to the sds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 90% stenosed, 18mm long and concentric de novo target lesion was located in the non calcified, severely tortuous right coronary artery (rca). Access was gained via a sl4 runway guide catheter. The vessel was double wired with a kinetix and a non-bsc guide wire. The lesion was predilated with a 3.0x20mm maverick balloon and a 3.0x10mm cutting balloon. A first attempt was made to advance a 4.0x28mm ion stent delivery system, but was unable to cross the lesion. While attempting to pull the stent delivery system into the guide catheter, the physician noted resistance. The stent dislodged from the stent delivery system and embolized in the mid rca. The dislodged stent was successfully snared out of the patient and the procedure was completed by implanting 4.0x24mm and 4.0x20mm ion stents. The patient condition post procedure was fine.

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 90% stenosed, 18mm long and concentric de novo target lesion was located in the non calcified, severely tortuous right coronary artery (rca). Access was gained via a sl4 runway guide catheter. The vessel was double wired with a kinetix and a non-bsc guide wire. The lesion was predilated with a 3.0x20mm maverick balloon and a 3.0x10mm cutting balloon. A first attempt was made to advance a 4.0x28mm ion stent delivery system, but was unable to cross the lesion. While attempting to pull the stent delivery system into the guide catheter, the physician noted resistance. The stent dislodged from the stent delivery system and embolized in the mid rca. The dislodged stent was successfully snared out of the patient and the procedure was completed by implanting 4.0x24mm and 4.0x20mm ion stents. The patient condition post procedure was fine.

Manufacturer narrative:
Device is combination product. (B)(4).